Manufacturer narrative:
(B)(4). Method: the complaint pt101 airvo 2 humidifier was received at our fisher & paykel healthcare (f&p) regional office in australia and was inspected by a trained f&p technician. The device was performance tested and the audible alarm function was checked. Results: during testing it was found that the audible alarm did not function. However, we are unable to determine the cause of the failure mode in this instance. Conclusion: it was confirmed that the audible alarm was not functioning. A change to the control board has since been implemented to improve the speaker's performance. It should be noted that the airvo 2 is equipped with both audible and visual alarms. The airvo 2 user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A healthcare facility in (B)(6) reported that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There was no patient involvement.